Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said their device was not working. The patient described getting a burning, sharp pain that lasts for 30 min and then it goes away and patient is not feeling anything. The pain started about 6-7 months ago. The sharp, burning pain was in the area of ins. The pain comes all of a sudden and then it swells up. The patient then has to lay down and the pain goes away. Mostly when the patient stands for a long time in the kitchen doing something, it hurts. Then patient has to sit down in the wheelchair. The patient said they reported this to their hcp. The rep said to keep monitoring it.  They took x-rays of ins area and they did not see anything broken or damaged. The patient confirmed they had no falls and no trauma. The patient was redirected to follow up with hcp regarding the pain. Additional information was received from the manufacturer representative (rep). It was reported that the manufacturer representative (rep) does not recall/remember, but if she was made aware she would have submitted the complaint.